Event description:
Procedure: posterior lumbar interbody fusion. During the final tightening, the final tightener shaft burred. Used same like product to proceed with the procedure. Product specialist was present during the procedure. Patient was fine post-surgery. No delay in surgery. No adverse event to patient. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.